Event description:
A pt underwent a therapeutic procedure for hemostasis on a gastric bleed. The resolution clip device was not deployed. The clip would not advance out of the sheath to grasp the tissue at the intended site. This complaint is linked with 6000048-2006-00158 (attached). The pt did not sustain any rpeorted complications or ill eefects as a result of the deployment issue. The pt condition is noted as 'ok' the user facility was not able to provide the event date.